Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.the following devices were also listed in this report:delta v-40 ceramic head 36/0; cat#6570-0-136; lot#25829602;accolade plus tmzf hip stem #1; cat#6021-0130; lot#23492401;trident psl ha cluster 50mm; cat#542-11-50e; lot#16tmee;6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot#2e4mee;6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot#mw0mde;it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Email from patient¿s sister: about 6 months after surgery there became an infection at the site of the incision oozing pus. They treated her with antibiotics and she had to remain on antibiotics for the rest of her life. About a year ago she started experiencing pain in her leg and thought it was due to a bad back. It became progressively worse and was scheduled to go to the doctor when her leg stated oozing pus. She was immediately admitted into the hospital for emergency surgery to clean out the infections. There were two areas that filled with fluid and became infected. Upon further MRI's it was found that there is fluid in the hip with fistula's going from the hip to the site of the infections but it cannot be determined from which direction the fluid had moved from. There is fluid buildup in one of the infected areas.

Manufacturer narrative:
An event regarding alleged "infection" involving trident liner was reported. The event was confirmed. Method & results: -product evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: a review of the office notes and x-ray printouts by the consulting clinician indicated "there is no evidence that this chronic periprosthetic infection historically present since six months post-surgery was related to factors of implant design, manufacturing or materials." -product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot. However, 2 other events was found for the sterile lot. Conclusions: the reported event for infection was confirmed. However, the root cause could not be determined on the basis of the review of the office notes and x-ray printouts by the consulting clinician indicating "there is no evidence that this chronic periprosthetic infection historically present since six months post-surgery was related to factors of implant design, manufacturing or materials." A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Email from patient¿s sister: about 6 months after surgery there became an infection at the site of the incision oozing puss. They treated her with antibiotics and she had to remain on antibiotics for the rest of her life. About a year ago she started experiencing pain in her leg and thought it was due to a bad back. It became progressively worse and was scheduled to go to the doctor when her leg stated oozing puss. She was immediately admitted into the hospital for emergency surgery to clean out the infections. There were two areas that filled with fluid and became infected. Upon further MRI's it was found that there is fluid in the hip with fistula's going from the hip to the site of the infections but it cannot be determined from which direction the fluid had moved from. There is fluid buildup in one of the infected areas.